Manufacturer narrative:
The insulin pump was returned with moisture damage on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed the moisture and it had no display. The customer stated he removed the battery and reservoir and there was no water in the compartments but there was condensation on the screen. He explained that he went skiing and had been on the water all day. Blood glucose value is unknown. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.